Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Failed atrial pulse noise test, 201.38mv. Measured atrial pulse noise is within the requirements of the atrial pulse noise test (0-100 mv). Measured atrial pulse noise on the bench at 55.56mv. Logs analyzed, "802" and "820" errors found. Confirmed unit fails atrial pulse noise test, but atrial pulse noise level measured is within device specifications. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis was able to confirm the output connector assembly was broken. Analysis also noted that the main printed circuit board (pcb) was out of electrical specification, the lock button was out of mechanical specification, the encoder switch assembly was contaminated, one knob was contaminated, and one case screw was contaminated. All found defective parts were replaced all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked input connector. The epg was returned for service. No patient complications have been reported as a result of this event.